Event description:
It was reported that a volume discrepancy occurred. The actual residual volume (arv) was 29ml and the expected residual volume (erv) was 7ml. The pump logs showed no problems. There were no motor stalls, patient fall or trauma or 'anything like that' indicated. It was reported that the patient was doing fine besides not sleeping well and 'tight,' but not as tight as he would be if he wasn't getting any drug. It was later reported that the cause of the event was due the volume discrepancy although it was unclear of the exact arv volume as two different results were reported. The arv was reported at 30ml with the erv remaining the same at 7ml. It was indicated that the physician was unable to aspirate the side port on (B)(6) 2012. At that time, there also was a dose adjustment as it was indicated that the pump was changed to bolus dosing. It was noted that there was no patient clinical change or effect. The patient's outcome was reported as no injury. The drug delivered via pump was gablofen.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709sc, lot# n184773002, implanted: (B)(6) 2009, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-8, lot# n113535, implanted: (B)(6) 2009, product type accessory; product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type accessory. (B)(4).